Manufacturer narrative:
Literature citation: yabe, takayuki, et. Al. ¿same or different drug-eluting stent re-implantation for drug-eluting stent restenosis: an assessment including second-generation drug-eluting stents¿, the journal of interventional cardiology, 2016 29 (3) p.311-318. Device is combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same journal article as MDR ID 2134265-2016-06649, 2134265-2016-06650, 2134265-2016-07189 it was reported via a journal article that in-stent restenosis occurred. The long-term outcomes of implanting a different type of drug-eluting stent (des) for treatment of des-in stent restenosis (isr) was examined. The patients were treated for des restenosis with recurrent symptoms or the presence of ischemia. The implanted restenosed stents included taxus, promus, promus element and 3 other non-bsc stents. The patients were divided into 2 groups, one group receiving the same des (homo-stent group) as initially implanted and the second group receiving a different des (hetero-stent group) than what was initially implanted. At follow up, in-stent-restenosis was 27.7 % in the homo-stent group and 13.2% in the hetero-stent group. Stent thrombosis and early pci < 3 months was not observed in this study.